Event description:
The customer contacted philips healthcare to report that the "equipment is down". There was no patient involvement.

Manufacturer narrative:
Pr: #(B)(4). A follow up report will be submitted upon completion of the investigation.